Event description:
The affiliate stated the customer reported wash carousel motion errors entering the not ready state while operating the unicel dxc 600i synchron access clinical system. During system troubleshooting, the customer observed the incubator belt would not move freely and heard a loud grinding noise indicating a fallen vessel in the wash carousel. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. An internal investigation has determined this lot of reaction vessels (rvs) may cause the error due to a new resin that was implemented in the manufacturing of the rvs. There was no report of impact to patient results. As the instrument enters the not ready state, any assays on board would not be analyzed. There was no patient impact associated with this event. Beckman coulter shipped a new lot of reaction vessels, that was not affected by the new resin, to the customer.

Manufacturer narrative:
The field service engineer (fse) observed a reaction vessel (rv) jam in the wash carousel. The fse replaced the incubator belt and clips that were damaged from the vessels being in the path of the incubator belt. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the cause of the wash carousel motion errors was due to a resin change in the manufacturing of reaction vessels for the unicel dxc instrument. Replacement of the reaction vessels, with a lot that was not manufactured with the new resin, corrected the issue. Beckman coulter internal identifier for this report is (B)(4).